Event description:
Pentax medical was made aware of a complaint that occurred in the operating room before use in the apac region. It was reported that during installation and connecting the scope with the processor and the monitor, bright patches were seen. This problem was observed with all scopes. However when the same scopes were checked with another new processor epki7010/(B)(4) this problem was not observed and it was seen as working without problem. Equipment has not been used on any patient.

Manufacturer narrative:
The device is not registered in the us, however a similar device is sold and marketed in the us, the 510k for that device is: k182004 the disposition of the device is unknown, as such the reported event could not be confirmed or further clarified, no a cause determined. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.